Event description:
Customer reported she was hospitalized. Customer reported the sensor was reading 300 mg/dl but her blood glucose value was actually 30 mg/dl. Customer stated that she was going off her sensor because sensor readings were never so far apart until she realized that she was actually low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.